Event description:
While inflating, the balloon burst during a therapeutic ureteroscopy procedure.no further details regarding the circumstances surrounding this event are available. There were no patient complications. The procedure was completed successfully with a second balloon.